Event description:
The patient reported that they had a hard lump at the insertion site after wearing the pod for a full 3 days on the arm. It was red and raised, and very itchy, about the size of a quarter, and had a stinging pain. The patient stated that they received an antibiotic from the emergency room.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.